Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: review of the returned device confirmed that the attune impaction handle had a broken lever. Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the impaction handle (p/n: 254401017) was broken during the tka on (B)(6) 2019 at the time of implanting the femoral component. The impaction handle was replaced however it was broken again. There was no problem in usage. The surgery was completed by using an impaction handle which for the patient¿s opposite knee joint surgery. It was unknown whether there was a surgical delay or not, and there was no adverse consequence to the patient. No further information is available.